Manufacturer narrative:
Device has been evaluated but not repaired. The estimate was rejected by the customer and the device was scrapped.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device was scrapped.